Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis. The implant is not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that patient underwent surgery with a paragon 28 silverback gorilla tt plate on (B)(6) 2020. Post-operatively the plate was found broken, and a revision surgery was performed to remove the broken hardware. It was reported that the patient may have been weight bearing prior to instructions from surgeon.